Manufacturer narrative:
H6: the stryker failure analysis center further evaluated the replaced system pcb assembly and determined that the cause of the reported white screen was due to a broken and missing filter, designator fl32, on this system pcb assembly. It was additional observed that the coin cell holder had been broken off the pcb and pins were physically damaged, causing service codes to be logged.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle, instead it would display a white screen. In this state the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third party agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle, instead it would display a white screen. In this state the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
The third-party service agent confirmed that the customer had tried to repair the device because it had logged several event codes, however the system pcb assembly was damaged during this attempt and the device was subsequently sent to the service agent for repair. After replacing the system pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle, instead it would display a white screen. In this state the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported issue.